Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a smart control stent (9x80 120) was being used for an iliac stenting procedure (critical ischemia conditioning). The inner shaft detached from the outer sheath. The main portion of the shaft was removed using a pull-back maneuver. There was difficulty reported attempting to retrieve the separated portion of the device requiring a surgical procedure. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The stent was implanted, and the broken delivery system was discarded. The patient¿s medical history was reported as a critical stroke with forced stenosis of the iliac vessels and common femoral occlusion. The lesion was described as having severe calcification with 90% stenosis and no tortuosity or angulation. The device was not used for a chronic total occlusion. The device was not resterilized. No anomalies were noted when the device was removed from the package. No anomalies were noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The patient was reported as ok, no injury. No resistance was met while advancing the device. No excessive torquing was required. No resistance was met while advancing the device over the guidewire. The device did not kink in the area of the separation. Resistance was met while withdrawing the device.

Manufacturer narrative:
Complaint conclusion: during an iliac stenting procedure, the inner shaft detached from the outer sheath of a smart control stent (9x80 120). The main portion of the shaft was removed using a pull-back maneuver. There was difficulty experienced attempting to retrieve the separated portion of the device requiring a surgical procedure. The stent was implanted, and the delivery system was discarded. The patient has stenosis of the iliac vessels and a common femoral occlusion. The lesion has severe calcification with 90% stenosis and no tortuosity or angulation. The device was not used for a chronic total occlusion (cto). The device was not resterilized. No anomalies were noted when the device was removed from the package. No anomalies were noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. No excessive torqueing was required. No resistance was met while advancing the device over the guidewire. The device did not kink in the area of the separation. Resistance was met while withdrawing the device. No additional information was received. The device was not returned for analysis. Procedural films were received but the images were unable to be viewed. A product history record (phr) review of lot 17727934 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿inner shaft separated - in patient¿ could not be confirmed as the device was not returned for analysis and procedural films were unable to be accessed. The exact cause of the reported events could not be conclusively determined. Based on the limited information available for review, vessel characteristics as well as procedural and handling factors may have contributed to the reported event. As per the instructions for use (IFU), which is not intended as a mitigation, ¿post-deployment stent dilatation: advance the deployment lever to its pre-deployment position while maintaining the handle in a fixed position. Recover the delivery system by pushing the lever as far forward as possible and then turning the dial counter-clockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is resheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire, into the catheter sheath introducer and out of the body. Remove the delivery device from the guidewire.¿ neither the phr review nor event description suggests that the reported events could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.